Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the cgm reading was 79 mg/dl and the patient experienced feeling dizzy, nauseous, vomiting, thirsty, and had a headache. A fingerstick was taken and the blood glucose reading was 54 mg/dl. The parent tried to give the patient some apple juice, but while doing so, the patient lost consciousness. An ambulance was called by the patient¿s parent and when the paramedics arrived the patient was treated with nasal glucagon. The patient was brought to the hospital where they were diagnosed with hypoglycemic shock. No cgm nor blood glucose reading was reported from the hospital. No further treatment was reported to be needed and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided.